Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Event date is an approximation. Cause was not known. Reportedly the customer lost consciousness due to bg level. Customer's wife helped customer walk back into the house and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.